Manufacturer narrative:
The initial MDR 2247117-2016-00017 was filed on march 28, 2016. Additional information (04/04/2016): a siemens headquarters support center (hsc) specialist reviewed the instrument data and did not find an instrument issue. The hsc specialist determined that there was a sample level sense discrepancy, indicating an air bubble was introduced into the sample, which caused the discordant result. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause of the discordant, falsely low cea result on one patient sample is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
A discordant, falsely low carcinoembryonic antigen (cea) result was obtained on one patient sample on an immulite 2000 xpi instrument. The discordant result was not reported to the physician(s). The sample did not match previous result from the patient and the sample was repeated twice on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low cea result.